Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that technical services (ts) was requested to review the position of this subcutaneous implantable cardioverter defibrillator (s-ICD) system using x-ray images seven months after its implant procedure. Ts reviewed the images and noted how the system placement was poor and therapy conversion could be ineffective taken this into account. Ts recommended further examination and a revision for the systems placement. At a later date, a transvenous implantable cardioverter defibrillator (ICD) was implanted. This device remains in service. No additional adverse patient effects were reported.